Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on switch box, water tightness was lost, connecting tube, plastic distal end cover was scratched, adhesives around light guide lens, adhesive on bending section cover, and adhesives around objective lens had white-clouded area; adhesive around light guide lens was peeled, light guide lens and adhesive on bending section cover had a crack, suction cylinder had corrosion, bending tube had a dent, adhesive on bending section cover was chipped, due to wear of angle wire, the play of up down knob was out of the standard value, and the connecting tube had discoloration and was wrinkled. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had switch damage. During evaluation, the following reportable issue was found: the forceps channel, suction channel and connector part scope connector had foreign object. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer wiped/brushed all external surfaces of the endoscopes with a clean lint-free cloth, brush, or sponge. No further answers were provided. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully conducted according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.